Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, and crease flat. Leak test was performed and found an opening on the anterior. A microscopic analysis was performed which identified a sharp edge opening on anterior. The fill test inspection was performed with the result of no blockage. Based on the device analysis, the final assessment is a sharp opening edge on anterior due to an unidentified (tear) opening.

Event description:
Healthcare professional reported left side deflation. Additionally patient reported "pain and suffering." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Additionally patient reported "pain and suffering." Device has been explanted.